Manufacturer narrative:
Concomitant medical products: 4298-88 lead, implanted: (B)(6) 2016, product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found, and no issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection several months after implant and the cardiac resynchronization therapy defibrillator (crt-d) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.